Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed cannot fill cannula and no reservoir while reservoir was in the insulin pump. Customer's blood glucose level was 11.7 mmol/l. Customer stated that they called previously for several occlusion alarms. Troubleshooting was completed for the further issue. Customer tried other infusion sets but still issue occurs. Customer reported that cannula was not bent and insulin came out of reservoir. No air bubbles were found in reservoir or infusion set. Insulin pump will be returned for analysis.